Event description:
Failure code 810:11 was found in the pump's event history during product evaluation. It is unknown when this failure code occurred. It is not known if there was any patient injury or medical intervention necessary.